Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and the patient's blood glucose rose above 250 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received not deployed. Inspection of the download data showed timeouts in tandem with a drive stall during priming. This resulted in the device failing to deploy at the end of second prime, and can be confirmed as the cause of the reported event. The root cause of the drive stall could not be determined. Both sma wires measured out of specification. No damages or defects were noted in the wires, hook, or anchors that would contribute to high resistances. The exact cause of the out of specification sma wire resistances could not be determined.